Manufacturer narrative:
No new information was identified regarding the specific pump investigation. However, it was determined that this failure mode can occur when the administration set is improperly installed or primed (e.g., due to loose connections, fluid leakage, or residual water exposure). In such cases, liquid droplets may accumulate at the bottom of the air-in-line (ail) sensor channel. These droplets can interfere with ultrasonic waveform transmission between the transmitter and receiver, preventing proper air-bubble detection. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump did not generate an air-in-line alarm upon completion of the infusion. The nurse identified the issue before any air was infused into the patient. The medication being administered was unknown. The date and time settings on the pump were also unknown. No patient harm was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump did not generate an air-in-line alarm upon completion of the infusion. The nurse identified the issue before any air was infused into the patient. The medication being administered was unknown. The date and time settings on the pump were also unknown. A review of the device¿s serial number history revealed no prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced. The alleged device failure was not confirmed. The probable cause remains undetermined. The investigation is ongoing. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).